Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4).

Event description:
This complaint is from a literature source. It was reported that 148 patients with recurrent paroxysmal palpitations underwent radiofrequency catheter ablation of premature ventricular contractions (pvcs) between august 1, 2011, and december 31, 2013. Among them, 1 patient developed a femoral artery pseudoaneurysms in group 2. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿voltage combined with pace mapping is simple and effective for ablation of noninducible premature ventricular contractions originating from the right ventricular outflow tract¿ the purpose of this study was to evaluate the efficacy and safety of a novel mapping strategy for these cases: voltage mapping combined with pace mapping. Suspect device is an 8-fr externally saline-irrigated thermocool ablation catheter (navistar thermocool), however catalog and lot number is unknown.